Manufacturer narrative:
Date of the event was estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient may have surgical intervention once the wound has healed enough to relocate the ipg

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported there was swelling, redness and puss at the ipg incision site. The patient was treated with steri strips and medication. Additional information indications the wound has not healed however the physician continues to monitor it.